Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, recall.

Event description:
Patient reported left side "pain", "patient mentions the recall", "different, hardening" and "swelling". The following is not related to the device, "tired". The device remains implanted.

Event description:
Additionally, patient reported ¿difficulty lifting the left arm¿, ¿pain that radiates from her breast, passes through her arm and reaches her hand¿, and "nodule with lobulated and well-defined contours in the left breast ."

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6, b.5, b.6, g.1, h.6